Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had high blood glucose of the 400 mg/dl. The blood glucose at the time of the incident was 550 mg/dl and current blood glucose was 111 mg/dl. They replaced the infusion set and still having issues with the blood glucose, there was pain at the site and she gave a bolus and blood glucose continued to rise. Customer treated high blood glucose with bolus and syringe. Customer reported that, they have a back-up plan available. The automode on the insulin pump was not active and was not automatically adjusting insulin during the event. Customer did not have the insulin pump and call back and can look into troubleshooting the pump. The reservoir will be and insulin pump will not be returned for analysis.